Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision: asr xl - right, reason(s) for revision: pain and cobalt and chromium: metallosis. Update - marked as legal, added kid number, filled out mw fields and added a sleeve. Taken from (B)(6) update dated 28th july 2014. Additional information please note this com has been re-opened to add cobalt and chromium: metallosis in the description. No action activity is needed as this revision reason was already added in the drop down complaint category previously so had already been reported. (B)(6). Update (B)(6) 21 jun 2018: (B)(4) has been re-opened under (B)(4) because of a new alert received. There are no new or additional information indicated on this update.¿

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.